Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 110-200mg/dl fasting. Verified the strips expire 8/14/2017. Customer confirms the strips have been stored in the kitchen and were first opened a month ago. Reviewed meter memory (B)(6). Customer states that she is concerned with all the results reviewed from the meter memory but became concerned when she run a blood test on (B)(6) 2015 at 8:44pm and obtained 430mg/dl. Customer states that she then decided to run a blood test with an older ( gmate) meter and the results was 200 points lower. Customer states that she was taking some steroid but she got off of the steroid a week ago and the results are still high. Upon the follow-up call from (B)(6) 2015, customer stated that she went to the ER to check out everything because the meter was giving result of 511 mg/gl, but everything was fine it was the meter that was giving high result. Customer states that the meter was always giving high and her a1c # was fine. The dr. States that her sugar was normal and then send her home.